Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found in the bd preset¿ arterial blood collection syringe barrel before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "before use, the customer found 1ea abg has black fm in the barrel."

Event description:
It was reported that black foreign matter was found in the bd preset¿ arterial blood collection syringe barrel before use. The following information was provided by the initial reporter, translated from chinese to english: "before use, the customer found 1ea abg has black fm in the barrel."

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.